Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 5.8, retest inratio: 1.2; (B)(6) 2011, 5.7, 7.5. Patient's target therapeutic range is 2.5-3.0. The (B)(6) 2011 comparison was done about an hour apart. The (B)(6) 2011 comparison was done minutes apart.

Manufacturer narrative:
Investigation pending.